Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: is it possible in this case to complete the instructions for the attachment? If yes, to which healthcare facility should they be sent to and how? The products have been labeled in accordance with a standard labeling process, in accordance with the data specified in the specification. Transfer of instructions to the clinic is not possible. From the warehouse, the products were shipped in the printed instructions for the group packaging. Were there any patient consequences? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: photo of products requested. Is it possible in this case to complete the instructions for the attachment? If yes, to which healthcare facility should they be sent to and how? Were there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a complaint was received from the (B)(6) hospital. They ordered the ethicon enseal nslg2c35 and nslg2c35a dissection nozzles. The boxes do not contain instructions for medical use in (B)(6). The clinic asks to complete this delivery with instructions. The instructions were supplied with transport boxes containing 6 pieces of attachments. But the clinic did not need a complete package to start working, but only a few pieces (3 pcs). So the supplier, at the request of the healthcare facility, supplied these required quantities, and the instruction remained in the transport box with the remaining three nozzles. There are no instructions either on the box (there is no folded instructions glued) or inside (an enclosed booklet with instructions).